Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturing facility for evaluation, however a photograph was returned for evaluation. Therefore, the investigation was based upon evaluation of user facility information, the returned photograph and retention samples of the involved product/lot number combination. Visual inspection of the photograph revealed that the cannula was bent from the hub. A visual and sensory inspection of the retention samples revealed no anomalies or defects. Sheath activation and sheath deactivation force were evaluated on the retention samples and confirmed to meet manufacturer specifications. Retention samples were subjected to a bend test and all samples were compliant per iso (B)(4) related to stiffness of the cannula. Functional testing could not reproduce the reported failure. A lot history file review was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual, sensory and functional inspections and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the following to (B)(4) distributor about the 102-n231s device: "the needle bent". Following up communication with the user facility reported the additional information: as the staff member was attempting activation the needle bent forward instead of locking into sheath; it was reported that the actual sample was disposed; she stated no injury occurred and no needle stick incurred to the hcp and additionally she had just given a patient a gluteal injection and there was no bend noted prior to attempted activation; there was no injury to the patient or the hcp; and the patient received the gluteal injection as intended.